Manufacturer narrative:
(B)(6). The subject rt380 breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in italy reported that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. The healthcare facility further reported that the expiratory tubing is damaged. There was no patient involvement.

Event description:
A healthcare facility in italy reported that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. The healthcare facility further reported that the expiratory tubing is damaged. There was no patient involvement.

Manufacturer narrative:
(B)(4). Correction: section d1: brand name updated. Section h11: method: the subject rt380 adult dual heated evaqua2 breathing circuit was received at fisher & paykel healthcare in new zealand for evaluation, where it was visually inspected and analysed. Our investigation is based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the returned device identified a cut on the expiratory limb of the subject rt380 adult dual heated evaqua2 breathing circuit. Further analysis confirmed the presence of a leak. Conclusion: the reported leak and damage was confirmed, and was most likely caused by a sharp object. All rt380 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.